Manufacturer narrative:
(B)(4). The pump was returned for a crack found on the battery compartment on (B)(6) 2021. I will be verifying if the p-cap locks properly into the reservoir compartment, conducting a visual inspection for cosmetic damage and performing the displacement test. Insulin pump alarmed "battery failed" with multiple test batteries. Failed battery test due to broken trace on the r11 resistor on pcba 2. Unable to perform the displacement test, active current test, sleep current test, self test or download history files and traces using thump due to failed battery alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.